Event description:
A patient experienced cardiac arrest at dialysis department. The dialysis nurses initiated code 4000, prompting ICU physicians and respiratory therapists to respond. The zoll r-series defibrillator sn: (B)(6) was used, initially in automatic mode. Given the low likelihood of successful resuscitation, the clinical team switched to manual mode as an additional measure. During this transition, the team encountered difficulty pressing the charge button on the defibrillator. After several attempts, they were able to initiate a charge. However, according to clinical staff, this did not alter the outcome, and the patient could not be revived. Htm was unable to duplicate the issue reported by the clinical end user. The device was sent to zoll the OEM for further inspection and repair. Zoll was able to reproduce the issue with the shock button being difficult to press. However, after disassembling and reassembling the device, the issue no longer occurred. Although the exact faulty component couldn't be identified, they replaced the inner frame as a precautionary measure, since it was the most likely cause. This was done to help prevent the issue from recurring. Following the repair, the device was recertified by the OEM for clinical use and returned to (B)(6).